Manufacturer narrative:
Part number # 107-80g is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company rec'd a report where it was claimed that the cuff developed a leak during pt use. When entering the room, the pilot balloon and cuff were laying on the pt's pillow. The end clinical could not confirm what happened with the tube but the product was completely removed and the pt was reintubated with a replacement tube.